Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. A review of complaint records for the previous 12 months could not be performed as no lot number information was provided. Trends will be monitored for this or similar complaints.

Event description:
As reported by the ous affiliate, before use on a patient, an icp express showed data drift before shutting down. There were no reports of delays. The device will be repaired in (B)(4).